Event description:
It was reported that the patient underwent a surgery involving an artificial urinary sphincter (aus) due to the cuff being too big. A replacement surgery was performed in which the cuff was downsized from a 5.0 cm to a 4.0 cm. The patient did not experience any further complications. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.